Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv1361 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient arrived at the oncology outpatient clinic with blood reflux in the groshong catheter. Clearance maneuvers were performed, but without success, the catheter had to be removed. This catheter was inserted into the patient on (B)(6) 2019 and removed by obstruction on (B)(6) 2019. The patient had no arm strain, and no greater pressure that could open the valve alone. The team that performed the insertion and maintenance had no change. The customer reported that this issue is frequent and thinks that the catheter valve is the problem. The sales rep says that the connector used by the hospital could be contributing to that - brand: la via. Manufactured by: wenzhou klf medical plastics co. Ltd. The customer also says the connector has neutral pression.

Event description:
It was reported that patient arrived at the oncology outpatient clinic with blood reflux in the groshong catheter. Clearance maneuvers were performed, but without success, the catheter had to be removed. This catheter was inserted into the patient on (B)(6) 2019 and removed by obstruction on (B)(6) 2019. The patient had no arm strain, and no greater pressure that could open the valve alone. The team that performed the insertion and maintenance had no change. The customer reported that this issue is frequent and thinks that the catheter valve is the problem. The sales rep says that the connector used by the hospital could be contributing to that - brand: la via. Manufactured by: wenzhou klf medical plastics co. Ltd. The customer also says the connector has neutral pression.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter occlusion was confirmed but the exact cause remains unknown. One 4 fr groshong nxt catheter was returned with a product label indicating lot: recv1361. Dried, blood residue was present within the catheter. An attempt to flush the sample with water using a 12 ml syringe was unsuccessful. Microscopic observation of the valve revealed no apparent issues. The valve slit length was measured and found to be within manufacturing specification. The distal section of the catheter was cut in order to test valve functionality. The valve was patent to infusion and aspiration. Based on the condition of the returned sample, possible contributing factors include use residue interference with valve and maintenance technique. Since the exact cause of the formation of the occlusion remains unknown, the complaint is confirmed, cause unknown. A lot history review (lhr) of recv1361 showed no other similar product complaint(s) from this lot number.